Event description:
Hcp reported the pt had done well with the pump until about a year ago when pt began to complain of increased pain. Pt was on oral methadone 1000mg/day along with the pump. Pt was scheduled for an xray, but did not show up when scheduled because pt was disgusted with the care pt was receiving. Thier new physician noted the low battery alarm in mid may, though the pt was experiencing no withdrawal symptoms. The pump was replaced. Since the surgery, the pt is reported to be doing poorly. Pt is still complaining of no pain relief, but is used to high doses of morphine and methadone which pt is no longer on. The hcp is still working on adjusting the dosages in the pump. When the hcp spoke with the pt on 6/2002, pt actually sounded better than pt had in awhile.